Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A 2a healthcare professional (hcp) reported that the patient was shaking uncontrollably. It was also noted that the patient has dementia and severe pain due to a stroke as of an unknown date. The outcome of the event is unknown. No further complications are anticipated. The patient's indication for implant is parkinson's disease. See related regulatory reports 1030489-2017-00597 and 3004209178-2017-06351.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.